Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that/ hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Fifteen minutes into the warmup period, the display device gave an unspecified sensor error alert. The patient suspected that he may have entered the sensor code incorrectly during pairing. He removed this sensor and inserted a second sensor. An unspecified time later, the patient received a error message prompting him to wait 3 hours. By 12:00pm the day of the event, the patient experienced dry mouth and fatigue. By 4:00pm, the patient was not feeling well. No mention whether the patient was checking bg during the time period since the sensor error alert for the 2nd sensor. The patient had not been receiving values on the cgm for un unspecified duration of time since the sensor error alert. The patient called an ambulance. Upon arrival to the emergency department at 4:30pm, the patient's bg was 850 mg/dl and the patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with unspecified fast and long acting insulins and an unspecified IV bag and admitted to intensive care unit (ICU) overnight. The patient's treatment of insulin injections and IV fluids continued until the patient was discharged the following day at 2:30pm. At the time of the report, the patient was feeling fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.